Event description:
The patient was revised on (B)(6) 2022 for the third time due to chronic instability. Details on previous shoulder surgeries are as below: 2nd revision: (B)(6) 2021 (MDR 3014128390-2021-00045). 1st revision: (B)(6) 2020 (MDR 3014128390-2020-00056). Primary surgery: (B)(6) 2019. The surgeon explanted a humeral cup (36/9) and implanted a humeral spacer (9) and a humeral cup (36/6).